Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694758 lead; 383069 lead.. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was determined there was a connection problem with the implantable cardioverter defibrillator (ICD) due to a setscrew problem. Intervention was required and the lead was reconnected. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.